Manufacturer narrative:
A field service engineer (fse) was dispatched: the fse inspected the instrument and discovered lines 13 and 12 wee coming off of the fittings. The fse replaced some parts, primed the lines and line 13 popped off. The fse replaced valve and calibrated lytes. Qc results were within specifications. Customer tested patient samples without problem. Hardware issue is the root cause for this event.

Event description:
A customer reported to beckman coulter inc., (bci) that they found fluid in reagent tray in reagent compartment on the synchron cx5 delta instrument. Customer also reported an issue with calibration of sodium and potassium. No patient results were generated in this event. No injury was reported on this issue.